Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that deflated balloon issue was identified on 3/12/2025 when the registered nurse (rn) was removing a foley catheter that had been placed on 3/10/2025. There was no patient harm reported.

Manufacturer narrative:
The device history record (DHR) for lot 2312816 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because the sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.